Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the reported issue. The stm tested the customer's EKG cable and lead wires with a simulator and had no problem acquiring an EKG reading. The iabp was also tested with a trainer and there were no problems with the EKG. However, the stm found that per the diagnostic fault logs, error code 53 had occurred on one occasion, and to resolve this issue, the stm reloaded the system software. Subsequently, the iabp passed all calibration, functional and safety tests and was returned to the customer and cleared for clinical use.

Event description:
The customer reported that while using the cardiosave intra-aortic balloon pump (iabp), they could not acquire an ECG/EKG reading while transferring a patient from the hospital's balloon pump to the transport balloon pump. After a while, they were able to acquire an ECG/EKG reading and the patient was successfully transferred. No adverse event was reported as a result of this incident.